Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Date of explantation: (B)(6) 2025. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of a 550cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured right implant during a physical exam and using magnetic resonance imaging. As a result, the patient was scheduled for breast implant removal on (B)(6) 2025.

Manufacturer narrative:
On september 30, 2025, mentor was notified that the patient underwent bilateral exchange with mentor gel implants during the revision surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 22, 2025, the mentor analysis lab received the suspect medical device for evaluation. On (B)(6) 2025, mentor was notified that the patient had also been diagnosed with bilateral baker grade iii capsular contracture and right implant herniation. As an event for the contralateral side was indicated, another file was generated to document the event. This report is for the right breast prosthesis. On (B)(6) 2025, mentor completed an evaluation on the returned device. Device evaluation: mentor then conducted visual inspection and microscopic examination of the device. Visual analysis of the returned device determined that the breast implant was found to be ruptured and received in three (3) parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior view, measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet manufacturer¿s reference number: (B)(4).